Manufacturer narrative:
Csi ID: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A peripheral viperwire guide wire was inadvertently inserted into a coronary orbital atherectomy device. It was reported that the labeling on the wire packaging was not clear. An unusual sound was noted during testing, and during attempts to remove the oad from the guide wire the wire fractured in vivo. After over two hours of unsuccessful attempts to snare the wire, the fragment was stented against the vessel wall. The procedure was continued with a coronary guide wire and the patient was discharged the following day.